Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the pacer rate could not be increased or decreased when the control knob was adjusted. The complainant indicated that there was no patient involement in the reported malfunction.